Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a "check clutch / plunger lever" error and an occlusion error when there was no occlusion. It was also reported that the pump read the syringe as empty when the syringe was full. The fault did not occur while in use with a patient.

Manufacturer narrative:
One pump was returned for evaluation. Visual inspection of the device found the pump in poor condition, with the top case cracked and damaged left and right plunger cases. A review of the event history log found that there was a check clutch/plunger lever error in the history. Functional testing involved multiple flow tests at various rates as well as an occlusion test and found that the customer-reported problem was unable to be verified. Based on the evidence, the root cause was unable to be determined as the reported issue was unable to be replicated.